Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported they were only able to get one lead in for the trial. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issues was that the health care provider (hcp) could not find the correct spot to place the lead on the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.